Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to damage of the connector, caused by external force applied to the video connector when it was connected / disconnected. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "important information - please read before use: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Bent pins were discovered inside the video connector causing no image while a pigtail scope was being used. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the transducer prongs on the evis exera iii video system center were broken. According to the initial reporter, when the device was plugged in, they were only receiving a blank screen. There was no patient harm or consequence reported as a result of this event.